Event description:
Per complaint (B)(4), during clinical procedure, implant got damaged.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated b6 to report device evaluation results. Updated d4 for part number and UDI number. Updated g1-g2 for follow-up report submitter and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. The lot number, expiration date and manufacturer date are all unknown.